Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. Tas no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted metasul head adapter and experienced infection. It is unknown whether revision took place and whether infection occurred within one year post-operative.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. Trend analysis: a complaint history review, including part and lot specific investigation, could not be performed as the item number is unknown. Event description: the product was implanted on unknown date and patient experienced infection. It is unknown whether revision took place and whether infection occurred within one year post-operative. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as there is no item# reported. DHR review could not be performed since no lot number was available. Conclusion: the product was implanted on unknown date and patient experienced infection. It is unknown whether revision took place and whether infection occurred within one year post-operative. In vivo time of the device is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2020-00093.